Manufacturer narrative:
Investigation conclusion: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trends are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation or vigilance reporting.

Event description:
The customer reported an unknown number of false positive results with the binaxnow covid-19 ag card. Pcr confirmation tests were performed and generated negative results. No additional patient information, including treatment and outcome, was provided.